Event description:
According to the reporter, during a laparoscopic anterior resection procedure, while cutting colon, the device did not fire, and the surgeon was unable to squeeze the handle. The device was changed to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.